Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2007 and alleged that the battery contact was broken on her one touch ultra meter. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred approx one week earlier. The battery contact was broken and the battery kept falling out. She decreased her insulin dosage. She also claimed she felt shaky after decreasing her insulin, but did not receive/require any medical intervention. This complaint is being reported because the pt alleged that the meter's battery contact was broken/loose. She reportedly experienced symptom of shakiness after the issue began. Replacement products were sent to the lay user/pt.